Event description:
It was reported that "during the surgery, the doctor connected the syringe to the needle. When the doctor administered the injection, the incident caused a partial detachment. The syringe was broken, resulting in an injury to the doctor. Subsequently, the doctor required five minutes to control the bleeding and was replaced by another doctor who took over. A new syringe was used, but the original needle was retained to continue the procedure. The surgery was completed successfully thereafter."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: visual inspection has been performed of provided picture in terms of overall appearance. Pictures provided, five in total. Four pictures show a used syringe with a small amount of gel remaining with the flange broken off from the syringe. One picture shows a bleeding finger, indicating that the physician cut themselves on the glass syringe when it broke. There are no deviations or re-marks identified in the review of batch records on the reported lot that can explain the complaint. No quality issues found connected to the raw material (glass syringe) which can explain the com-plaint. The root cause of the complaint is undetermined. No further actions will be performed within this complaint, however, the lot is monitored and if relevant, further investigation will be performed.

Event description:
It was reported that "during the surgery, the doctor connected the syringe to the needle. When the doctor administered the injection, the incident caused a partial detachment. The syringe was broken, resulting in an injury to the doctor. Subsequently, the doctor required five minutes to control the bleeding and was replaced by another doctor who took over. A new syringe was used, but the original needle was retained to continue the procedure. The surgery was completed successfully thereafter.".